Event description:
Customer reports disposable perforator failed to disengage during use. Occurred about three weeks ago. No other patient or event related information available. The perforator was discarded at time of failure.